Event description:
It was reported that a patient presented to clinic for follow up. Post rapid conduction of atrial fibrillation during initiation of right ventricular threshold test resulted in ventricular safety pacing. No changes or interventions were performed. The patient condition was stable.